Event description:
Additional information was received on 10/01/2024: this was discovered during a root repair procedure on (B)(6) 2024. Ar-12990n scorpion needle/lot: 15090251 is the part and lot number of the needle used in the case. The device broke inside the patient, and all fragments were found. They opened a new scorpion passer and needle. The case had no delay. No photos were taken of the allegation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion had the distal end of the needle broken inside the shaft. The proximal end of the needle was retrieved. A new knee scorpion was opened to complete the case without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990 knee scorpion batch number: 15089069 was received for investigation. Visual inspection noted no problems with the exterior of the returned device. Functional testing was performed by inserting an ar-12990n scorpion needle batch number: 11127125 into the complaint device and loading a suture to pass through a suture practice pad. Functional testing revealed that the device functions as intended. No problem found. Refer to investigation photos. Complaint allegation is not confirmed.